Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg was no longer charging and was non-functional. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the complaint about the charging issue was not verified. Upon receiving, the device was in hibernation, and it was charged to 3.928 volts in one charging cycle. The device passed ate and dc leakage test. However, the ipg's quiescent current measured 80 ua, slightly above the 50 ua requirement. It was unable to identify the responsible component as the current is not high enough for the thermal camera to detect a hot spot. The source of the device damage could not be determined.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that device malfunction was suspected with the explanted ipg.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.